Manufacturer narrative:
This report is being submitted to correct the patient information fields (a) in section a; model and serial number fields (d4) in section d, suspect medical device. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found a helix mechanism test unsuccessful due to the helix housing being clogged with dried blood/body fluid. The helix appears to have a small amount of tissue present prior to cleaning. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of difficult/unable to extend/retract helix was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the prod. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to procedure.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the deep septal placement due to poor placement values while attempting to retract the helix for repositioning which could not be retracted. By using body turn maneuver, it was eventually disengaged from the septum. Upon inspecting the tip, what appeared to be myocardial tissues were noted to have entangled around the helix. After removing the tissues, multiple attempts to retract the helix were unsuccessful. This rv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant in the deep septal placement due to poor placement values while attempting to retract the helix for repositioning, which could not be retracted. By using body turn maneuver, it was eventually disengaged from the septum. Upon inspecting the tip, what appeared to be myocardial tissues were noted to have entangled around the helix. After removing the tissues, multiple attempts to retract the helix were unsuccessful. This rv lead was replaced with the same model, not implanted, and will be returned for analysis. No adverse patient effects were reported.